Event description:
Customer's ss meter reads 61 and lab reads 222. Based on reported issue notes test was done less than 10 mins apart. Result was 73% difference. No symptoms were reported. It is unclear what type of medications customer is taking and based on reported issue notes, nurse advised customer to increase thier medicaitons based on the lab result. Unable to get a hold of customer by phone. Letter was sent to pt. There was no allegation of harm.